Manufacturer narrative:
Tracking# 50611.

Event description:
It was reported during a laparoscopic hernia repair the ems stapler jammed. There was no consequence to the patient. 03/30/1998 the rep reports it is unknown on which firing the stapler jammed and the case was completed by opening a new stapler. There is no additional info available.